Event description:
It was reported that during a clinic visit, this pacemaker was found to have triggered a lead safety switch (lss) due to high out of range pacing impedances exhibited by the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested further review of the daily threshold and impedance measurements reports. Upon review, ts confirmed an abrupt increase in pacing impedances that measured to be greater than 2000 ohms. Subsequently, a lead revision was performed, the physician opted to explant the pacemaker device and surgically abandoned the rv and right atrial (ra) leads. The physician implanted a new device system as replacement. No additional adverse patient effects were reported.